Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs indicated that the device ran 57 monthly tests, all monthly tests passed. The files then record low battery and battery life exceeded messages for six months. The device in a red x condition at the time of the event. The red x condition is both visual and audible until addressed by the user. The device operated as expected and warned the end user that action was required, testing verfied the device is functioning as expected. Analysis of reports of this type has not identified an increase in trend.